Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 7330045 sn pdty03, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the device. At the time of investigation, no function issues were noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823101) did not work during implantation procedure; therefore, it was removed and replaced.